Event description:
It was reported the programmer radio-frequency (rf) head had an intermittent telemetry signal. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified the telemetry failure, the cable was out of electrical specification. It was also noted that the rubber portion of the label was missing.